Event description:
New information received that the noise event was identified as patient presented to in-clinic follow up. The atrial lead sensitivity was increased to meet safety margin and autosense was off to fix the sensitivity of the atrial lead. The patient had no consequences.

Manufacturer narrative:
New information received on event discovery, programming change was performed as resolution to noise, patient had no consequences throughout, facility and health care professional involved were updated.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported the right atrial lead exhibited noise. No intervention or procedure was reported. No patient condition was reported.